Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. On an unreported date, the pt had an unspecified trauma to their exit site which led to peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The pt also subsequently experienced an exit site infection with culture positive for mrsa (methicillin resistant staphylococcus aureus). The pt was not hospitalized for the events. On the same day as peritonitis onset, the pt began treatment for the peritonitis with vancomycin (2 grams, once every 3 days) intraperitoneally (ip). At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Three days after the receipt of this report, the pt was scheduled to have their pd catheter removed and after four days will be started on hemodialysis due to the peritonitis event. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13f05068 and h13g08029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.